Manufacturer narrative:
The following devices were also listed in this report: secur-fit arc/ha collar stem#7; cat# s-2337-hf07; lot# mkhd16 delta c-taper head 32mm +0; cat# 18-3200 ; lot# 3210401 trident 0 deg x3 insert 32mm head; cat# 623-00-32d ; lot# mkmlm1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported she had a right tha on (B)(6) 2011. In (B)(6) 2012 patient started to experience lower back pain which traveled down to hip and knee. Patient stated that her hip is now deformed.

Manufacturer narrative:
An event regarding pain, malposition of the shell and instability involving a trident shell was reported. Malposition was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "no primary harm is identified. No indication for the upcoming revision surgeon noted in the event description on the per was identified." The provided medical addendum was submitted to a consulting clinician who indicated: "postoperative records reveal a recovery process slowed by weakness and underlying condition called maries ataxia. A disorder that effects muscle coordination and gait. It insufficient for a medical review." Although medical review notes there is no indication for the upcoming revision surgery, patient verbally confirmed she had a revision surgery, however, no medical records pertaining the revision surgery have been provided. Review of additional medical records received indicated: "patient underwent an uneventful right tha on (B)(6) 2011. Postoperative records reveal a difficult recovery process slowed by continued pain and weakness along with underlying ataxia. Patient complained of multiple episodes of hip subluxation but no frank dislocations. The indications section of the revision tha operative note describes the femoral component of the index tha to be well fixed however the acetabular component was noted to be positioned in an excessively vertical and anteverted position. It was felt that this cup malposition was leading to the repeated subluxations and symptoms. Intraoperatively the femoral stem was confirmed to be well fixed, appropriately position and anteverted to 25°. The acetabulum however was confirmed to be malpositioned with 65° of abduction and 45° anteversion. The primary harm identified is instability of a tha due to malposition of the index acetabular component." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event of pain could not be confirmed, however, malposition of the shell was confirmed. Medical review noted the recovery process to be slowed by weakness and underlying condition called maries ataxia (a disorder that effects muscle coordination and gait.) And confirmed cup malposition as noted: "the primary harm identified is instability of a tha due to malposition of the index acetabular component." If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient reported she had a right tha on (B)(6) 2011. In (B)(6) 2012 patient started to experience lower back pain which traveled down to hip and knee. Patient stated that her hip is now deformed.